Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient may undergo surgery for an ipg replacement. No further information is known at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
B5: additional information was obtained indicating the ipg was electively replaced as it was approaching normal eol. There were no confirmed allegations or malfunction of this device.